Event description:
Philips received a complaint from the customer, that reported that the device had a "check vent: machine pressure sensor auto-zero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) reported that the device phenomenon was not duplicated. It was then reported that the event log revealed that "check vent: machine pressure sensor auto-zero failed" had occurred. The fse replaced solenoid valve #2 and #4. No other abnormality was confirmed. Device was checked overall, cleaned, run in tests and functionally tested.